Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain /pain"), menorrhagia ("menstrual hemorrhaging / abnormal bleeding (menorrhagia)") and ovarian cyst ("right ovarian cyst") in a 28-year-old female patient who had essure (batch no. 628213- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone an essure confirmation test". The patient's concurrent conditions included abdominal pain. Concomitant products included acetylsalicylic acid (aspirin), clopidogrel bisulfate (plavix), cyclobenzaprine, dalteparin sodium (fragmin), enoxaparin sodium (lovenox), ibuprofen, naproxen, tocopherol and warfarin sodium (coumadin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (ablation and total hysterectomy- (unilateral salpingectomy ¿ left, oophorectomy) and oophorectomy. Essure was removed on 16-oct-2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dyspareunia was resolving, the depression, anxiety, dysmenorrhoea and ovarian cyst had not resolved and the abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2015 : had a negative pregnancy test. Most recent follow-up information incorporated above includes: on 21-mar-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, lower back pain. Outcome of the event "abnormal bleeding (menorrhagia), abnormal bleeding (vaginal)" was updated to recovering from unknown and outcome of the event "dyspareunia" was updated to recovering from not recovered. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain /pain") in a 28-year-old female patient who had essure (batch no. 628213- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone an essure confirmation test". The patient's concurrent conditions included abdominal pain. On(B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery ((unilateral salpingectomy ¿ left and total hysterectomy). Essure was removed on(B)(6)2015. At the time of the report, the pelvic pain was resolving and the menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6)2015 : had a negative pregnancy test. Most recent follow-up information incorporated above includes: on(B)(6)-2018: update of information (batch is not valid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain /pain") in a 28-year-old female patient who had essure (batch no. 628213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone an essure confirmation test". The patient's concurrent conditions included abdominal pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery ((unilateral salpingectomy ¿ left and total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2015 : had a negative pregnancy test. Most recent follow-up information incorporated above includes: on 29-may-2018: events- "abnormal bleeding (vaginal), patient did not undergone an essure confirmation test", reporter, lot number added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain /pain/pain pelvic area'), menorrhagia ('menstrual hemorrhaging / abnormal bleeding (menorrhagia)') and ovarian cyst ('right ovarian cyst') in a 28-year-old female patient who had essure (batch no. 628213- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone an essure confirmation test". Medical conditions: (B)(6) 2015 : had a negative pregnancy test. Concurrent conditions included abdominal pain. Concomitant products included acetylsalicylic acid (aspirin), clopidogrel bisulfate (plavix), cyclobenzaprine, dalteparin sodium (fragmin), enoxaparin sodium (lovenox), ibuprofen, naproxen, tocopherol and warfarin sodium (coumadin). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/anxiety"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("lower back pain") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (ablation and total hysterectomy- (unilateral salpingectomy ¿ left, oophorectomy) and oophorectomy. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and metrorrhagia had resolved, the ovarian cyst, depression and anxiety had not resolved, the vaginal haemorrhage was resolving and the back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Event ""metrorrhagia" added. Events outcome updated. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain /pain"), menorrhagia ("menstrual hemorrhaging / abnormal bleeding (menorrhagia)") and ovarian cyst ("right ovarian cyst") in a 28-year-old female patient who had essure (batch no. 628213- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone an essure confirmation test". The patient's concurrent conditions included abdominal pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression and mental anguish"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery ( total hysterectomy- (unilateral salpingectomy ¿ left) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the menorrhagia and vaginal haemorrhage outcome was unknown and the depression, anxiety, dysmenorrhoea, dyspareunia and ovarian cyst had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2015 : had a negative pregnancy test. Most recent follow-up information incorporated above includes: on 13-sep-2018: plaintiff fact sheet received. Events depression and mental anguish, dysmenorrhea, dyspareunia, right ovarian cyst were added. Product, patient & reporter information updated. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain /pain/pain pelvic area'), menorrhagia ('menstrual hemorrhaging / abnormal bleeding (menorrhagia)') and ovarian cyst ('right ovarian cyst') in a 28-year-old female patient who had essure (batch no. 628213- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone an essure confirmation test". Medical conditions: (B)(6) 2015 : had a negative pregnancy test. Concurrent conditions included abdominal pain. Concomitant products included acetylsalicylic acid (aspirin), clopidogrel bisulfate (plavix), cyclobenzaprine, dalteparin sodium (fragmin), enoxaparin sodium (lovenox), ibuprofen, naproxen, tocopherol and warfarin sodium (coumadin). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("mental anguish/anxiety"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("lower back pain") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (ablation and total hysterectomy- (unilateral salpingectomy ¿ left, oophorectomy) and oophorectomy. Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain and metrorrhagia had resolved and the ovarian cyst, depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: 12dec2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain /pain/pain pelvic area'), menorrhagia ('menstrual hemorrhaging / abnormal bleeding (menorrhagia)') and ovarian cyst ('right ovarian cyst') in a 28-year-old female patient who had essure (batch no. 628213- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone an essure confirmation test". Medical conditions: (B)(6) 2015 : had a negative pregnancy test. Concurrent conditions included abdominal pain. Concomitant products included acetylsalicylic acid (aspirin), clopidogrel bisulfate (plavix), cyclobenzaprine, dalteparin sodium (fragmin), enoxaparin sodium (lovenox), ibuprofen, naproxen, tocopherol and warfarin sodium (coumadin). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("mental anguish/anxiety"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("lower back pain") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (ablation and total hysterectomy- (unilateral salpingectomy ¿ left, oophorectomy) and oophorectomy. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain and metrorrhagia had resolved and the ovarian cyst, depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: (B)(6) 2014 most recent follow-up information incorporated above includes: on (B)(6) -2020: pif received. Outcome of event back pain, vaginal haemorrhage was updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menstrual hemorrhaging."). The patient was treated with surgery (underwent a full hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.